Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device displays error message with one metal plates damaged. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.